Event description:
As reported, indwelling PICC device had to be removed due to a crack in the valved hub luer. No pt injury or complications were reported. The used device will not be returned.

Manufacturer narrative:
The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. The navilyst medical (B)(6) 2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. Although the reported complaint description cannot be confirmed, as no sample was returned for eval, the most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).